Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that thrombus was noted on the closure device post procedure. A watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2017, the patient had a transesophageal echocardiogram (tee) as a standard of care for his watchman laa closure device. There were clots discovered, one was on the watchman closure device and one on the right ventricular (rv) lead. It was noted patient was off of warfarin. The patient was treated by being put on eliquis.